Event description:
The pedals on the stretcher were put on the wrong pedals for steer and brake. Hill-rom came out to evaluate and they are putting a bolt into the stretcher pedals to prevent them from falling off and being put in the wrong position.